Event description:
It was reported that patient had revision of arthroplasty due to malposition, stiffness and pain.

Event description:
It was reported that patient had revision of arthroplasty due to malposition, stiffness and pain.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as unknown tibial baseplate. -device evaluation and results: not performed because the device was not returned for analysis. -medical records received and evaluation: insufficient medical records were provided for review with a clinical consultant; however, review of the provided revision operative report states that there was increased internal tibia rotation approximately 15 to 20 degrees. -device history review: not performed because the device was not properly identified. -complaint history review: not performed because the device was not properly identified. While the exact cause of the event could not be determined because insufficient medical records were provided for review, it is likely that the pain and stiffness were caused from internal rotation of the tibial component. Further information such as dated operative reports, x-rays, and clinical history are needed for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened. Not returned.